Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2018-02859. It was reported that catheter blades stopped spinning in the lesion. A 2.4mm jetstream® xc atherectomy catheter and jetstream® pv atherectomy system console were selected for an atherectomy procedure in the right superficial femoral artery (sfa). The diffuse lesion was 200mm in length. During the procedure, a non-bsc filter wire system was placed at the distal popliteal artery and the jetstream was advanced to the lesion for calcium atherectomy. After one minute of atherectomy, the jetstream¿s blades were stopped inside the lesion. Atherectomy was attempted again, but the blades stopped about 20 times during 14 minutes of total procedure. It was suspected that an issue with the console existed as the unit was operating at lower than expected rpms. The procedure was completed with balloon angioplasty. There were no patient complications and the patient¿s condition was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: the console was received without physical damage. During functional testing, the jetstream console functioned properly. No failure was observed when power on, no failure was observed when connecting to catheter, no failure was observed before and after prime. The system did not show any issue. The console passed all functional test requirements. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR 2134265-2018-02859. It was reported that catheter blades stopped spinning in the lesion. A 2.4mm jetstream® xc atherectomy catheter and jetstream® pv atherectomy system console were selected for an atherectomy procedure in the right superficial femoral artery (sfa). The diffuse lesion was 200mm in length. During the procedure, a non-bsc filter wire system was placed at the distal popliteal artery and the jetstream was advanced to the lesion for calcium athrectomy. After one minute of athrectomy, the jetstream¿s blades were stopped inside the lesion. Athrectomy was attempted again, but the blades stopped about 20 times during 14 minutes of total procedure. It was suspected that an issue with the console existed as the unit was operating at lower than expected rpms. The procedure was completed with balloon angioplasty. There were no patient complications and the patient¿s condition was stable.